Event description:
During a microwave ablation procedure involving the kidney, upon removal of the pr15xt ablation tool, it was noted that the tip of the antennae was fractured. FDA safety report ID# (B)(4).